Event description:
A patient reported losing the pt's right small toe because the pt's one touch meter had been reading inaccurately low. Patient's hba1c was reportedly 10, two months before this event. In 2001, patient underwent amputation of right small toe for an unspecified diagnosis. Patient reported that ot meter has read lower than the hospital meter on one occasion. During the report, patient stated that pt was not confident with the ot meter, yet the pt requested a new ot meter. No further info has been reported.